Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was found to be broken. No patient harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e3(occupation)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (type of investigation, investigation findings, component codes, investigation conclusion) h11. The getinge field service engineer confirmed malfunction and replaced the damaged fiber optic jumper assembly (d012-00-1562). Product passed all functional and safety tests per manufacturer specifications. After the repair unit was returned to the customer.